Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the ins could not be charged. They attempted to connect but got the reposition antenna screen. They attempted to charge in (B)(6) 2016 but it did not work at that time either and the next time they attempted was the day of the report. Information regarding MRI guidelines and overdischarge were reviewed with the caller. The exact date of the event was not provided. No symptoms were reported and no further complications were reported/anticipated.